Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
A pacemaker replacement procedure was carried out on (B)(6) 2011. The old pacemaker was replaced by a reply dr, the old leads remained implanted. After implantation the physician observed bipolar sensing whereas the old lead was unipolar. The physician asked for an explanation of the reported event.